Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient's parent stated the patient experienced confusion and a ¿state of unconsciousness¿. The patient¿s mother called emergency services who performed a blood glucose (bg) which was 11 mmol/l. The patient was treated with IV insulin and transported to the hospital where he was admitted for two days. The patient¿s condition improved after the administration of insulin. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.